Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that after the patient experienced trauma at the ipg site, the ipg pocket opened. In turn, the system was explanted, which addressed the issue.